Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decrease in p-wave amplitude, and multipule atrial tachycardia response (atr) episodes. When the device was programmed to less sensitivity, undersensing of p waves was noted, causing pacing.the atrial lead is a competitor's model. Later, information was received stating the lead was repositioned, however later the same day the electrogram exibited loss of atrial capture, and another lead revision was performed, correcting the issue. Additional information was received one month later stating the atrial lead impedance was out-of-range, and capture is difficult to assess. Device is programmed vvi.

Event description:
Boston scientific crm received information that this device detected a decrease in p-wave amplitude and multiple atrial tachycardia response (atr) episodes. When the device was programmed to less sensitivity, undersensing of p waves were noted, causing inappropriate pacing. The atrial lead was a competitor's model. Additional information was received stating the competitor's lead was repositioned, however later the same day the electrogram exhibited loss of atrial capture and another lead revision was performed, correcting the issue. Subsequently, one month later stating the atrial lead impedance was out-of-range, and capture was difficult to assess. The device was programmed vvi. The local area representative confirmed that the distal set screw was not down, which caused the high impedance. This was corrected and the device remains in service. New information received indicates that this device was explanted for normal battery depletion and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted holes in the lv, df+ and ra+ seal plugs. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis testing could not confirm the reported oversensing, high impedance, or loss of capture issue but hole in seal plugs may have contributed to the oversensing issue.